Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, user informed the technical support engineer (tse) that the system showed repeated recoverable fault errors on arm 3. Tse first walked the user through a hard reboot of the patient side cart, but the errors returned. Tse then reviewed system logs and observed fault codes indicating an issue associated with the axes controller motor (acm) in arm 3, along with amplifier high-side switch errors pointing to the proximal set-up-joint 3. The user converted to another dv system to continue with the procedure. No known impact or patient consequence was reported.